Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. Clinical reason for explant of decentered iol. The iol was exchanged in a secondary procedure following the initial procedure. Additional information was requested and received that patient had dehiscence of zonules which led to minimally decentered lens caused the event. Patient was dissatisfied with visual acuity with company lens. There was no patient harm and no hospitalization.

Manufacturer narrative:
In the initial report, was it was incorrectly submitted as serious injury. Based on the follow up information, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received. That in the surgeon's opinion, a quality issue with the intraocular lens (iol) did not cause or contribute to the event. In the surgeon's opinion, the patient had dehiscence of zonules. Which, led to a minimally decentered . Patient was dissatisfied with visual acuity with company lens. There was no patient harm. And no hospitalization.